Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The product was returned but there was no analysis performed. This supplemental report is being filed to correct the entry in b2: outcomes attrib to adv event, e1: initial reporter title, initial reporter first name, initial reporter last name, h6: patient codes and patient code description, and h10 additional MFR narrative .

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.